Manufacturer narrative:
The vessel was repaired by a vascular surgeon and another lead was used for the procedure. The patient was discharged the following day and no further issues have been reported.

Event description:
Boston scientific received information that during this implant procedure, the physician attempted to implant this atrial lead, however the safe sheath tore the patient's cephalic vein.